Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient stated cgm value was 77mg/dl but the bg was 29 mg/dl; it was not confirmed when these values were taken. She stated that she was in her car when she became unconscious and her daughter called the paramedics. When the paramedics arrived, she was administered IV glucose. She was taken to the hospital. No additional treatment information was provided. She was sent home the same day in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional event or patient information is available.